Event description:
It was reported that balloon burst occurred. The target lesion was located in the mildly calcified arteriovenous graft. A 3.0mm x 150mm x 150cm sterling¿ sl balloon catheter was advanced to dilate the lesion. Upon the first inflation, the balloon ruptured at 13 atmospheres. No segment the device detached inside the patient after it ruptured. The procedure was then completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling sl balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire and balloon. The balloon was loosely folded with the balloon folds present. There were numerous kinks throughout the shaft of the device. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 5.6cm distal of the proximal markerband was revealed. There was balloon material lifted around the pinhole with a deep scratch to the right of the pinhole. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds of the balloon. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon burst occurred. The target lesion was located in the mildly calcified arteriovenous graft. A 3.0mm x 150mm x 150cm sterling¿ sl balloon catheter was advanced to dilate the lesion. Upon the first inflation, the balloon ruptured at 13 atmospheres. No segment the device detached inside the patient after it ruptured. The procedure was then completed with a different device. No patient complications were reported and patient's status was stable.